Manufacturer narrative:
(B)(6). A report was received that the filter of a 6mm angioguard rx embolic protection device could not be loaded into the introducer. The device was exchanged without issue and the procedure completed with no reported patient injury. Attempts to obtain further information regarding the patient, vessel characteristics or procedural details have been unsuccessful. One non sterile angioguard 6mm basket, extra support, was received coiled inside a plastic bag. Visual analysis revealed that the deployment sheath was received damaged (ruptured) distally and the filter basket was captured. The distal coil tip was noted to be tangled and unraveled. The filter introducer was not received for analysis. No other anomalies were found on the received unit. Functional analysis of the loading process could not be performed due to the condition of the returned product. Microscopic analysis confirmed the ruptured deployment sheath. In addition, frayed edges were observed on the deployment sheath. It appeared that and attempt had been made to capture the filter basket in the deployment sheath; causing the rupture of the distal aspect of the deployment sheath. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿delivery system ¿ loading (docking) difficulty-through introducer¿ was confirmed based on the visual analysis. The cause of this event and the other observed damages could not be conclusively determined; though handling and/or procedural factors may have contributed to them. According to the product IFU prior to the procedure, all equipment and packaging should be inspected and examined carefully for defects. Users are instructed to check the guidewire, filter basket, deployment sheath, capture sheath and capture sheath rx port for bends, kinks or other damage. Defective equipment should not be used. Users should verify that the deployment sheath should be fully engaged in the filter basket introducer since it can become disengaged during shipping. If not engaged, they are instructed to manually engage it. Users are instructed to flush the deployment sheath and filter basket introducer with 10ml of saline until they see saline within the coil dispenser at the green deployment sheath hub. User are then instructed to remove the two anti-migration clips closest to the torque device and need to ensure that the torque device is securely attached to the guidewire prior to removing the wire from the coil dispenser until the basket is completely docked into the tip to the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Users can then remove the last anti-migration prior to opening the torque device. They then need to pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut by gripping the torque device in one hand and the proximal end of the guidewire in the other. Users are instructed to complete the prepping of the device by locking the torque device onto the guidewire while ensuring that the deployment sheath hub remains engaged with the torque hub and pulling the wire and deployment sheath out of the dispenser coil. Based on the information available for review, there are handling and/or procedural factors (based on the results of the product analysis) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that after opening a 6mm angioguard embolic protection device it could not cross into the introducer. Therefore the physician changed to a new one and the procedure was completed. There was no adverse event reported. Analysis of the device indicated that the distal coil tip was tangled and also an unraveled condition was observed.